Event description:
It was reported that the patient experienced a low glucose event of 62 mg/dl for approximately 10 minutes, remaining below 70 mg/dl for about 10 minutes before returning to range, with the cause unclear; the patient self-treated with oral carbohydrates (soda) and later received education on treating lows with up to 15 grams of fast-acting carbohydrates and reassessing after 15 minutes. Symptoms included feeling concerned. Outcomes included return of glucose to range without need for medical intervention. Investigation included troubleshooting and education with the patient. Investigation of this case revealed no device malfunction reported and no device component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.